Event description:
On (B)(6) 2012, pt reported the infusion device did not properly provide an e4 occlusion error during the prime procedure. She had filled a new cartridge to 315 units and advanced the piston rod to 311 or 312 units. She completed the prime procedure twice but no insulin flowed from the tube. She removed the cartridge and was unable to find an insulin leak in the system. There was a small air bubble in the cartridge. She reinserted the cartridge and confirmed the base of the cartridge met the plunger rod. She completed another 25 unit prime, but no insulin flowed from the tube. Pt believes there is a blockage in the infusion tube and the infusion device should have provided an e4 occlusion error. The infusion device was not dropped on a hard surface. The infusion device and adaptor were replaced and requested for eval. The cartridge and infusion set were also requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.